Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the speaker and the issue was resolved. Failure analysis of the returned part indicates: the speaker assembly was received for failure investigation (fi) and the reported issue could not be duplicated on the returned part; therefore, no root cause could be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit declared a primary alarm failure and speaker test failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm.